Event description:
I am a long time wearer of soft contact lenses and have never had any trouble over the 30+ years I have worn lenses. I noticed in 2007 that my eyes had become very red and irritated and my vision would become blurred if I continued to wear my contact lenses. I had been using "complete moisture plus" just prior to contracting this eye irritation and was unaware that there was a potential problem with this solution. I would stop wearing my lenses thinking that I had a cold in my eyes, but the irritation continued if I attempted to put the contacts in. My eyes continued to feel scratchy and irritated and any attempts to wear my lenses resulted in inflamed eyes and blurry vision. I then went to my eye doctor who told me to stop wearing my lenses for a longer period of time and see if perhaps this eye irritation was caused by a virus. I stopped wearing my lenses for a week, and then attempted to try wearing a brand new pair of lenses again, but the irritation returned. All this time, I was using the complete solution. I went back to my eye doctor, and he gave me steroid drops to put in my eyes and was told not to wear my lenses again for a few weeks. I then happened to see an advertisement on television by a law firm concerning the complete moisture plus solution and the potential eye problems it has been causing. I also ordered a new pair of glasses thinking that my contact lenses wearing days could be numbered. I will be calling my eye doctor next week to be sure I am taking the right kind of medication for the type of eye irritation that I am experiencing. I am concerned that I will have long term problems or that I will not be able to wear my lenses again. For that reason, I would like to know what my recourse is. It is very scary to think that I may not be able to resume wearing my contact lenses or worse, that I might lose sight because of this solution which I trusted to be sterile and perfectly safe. Dates of use: approx two months in 2007. Diagnosis: clean, rinse and store soft contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction? Yes.